Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 60% to 100% immediately after plugging the pump into a power source. The customer¿s blood glucose was 104 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.